Event description:
It was reported that a spectrum pump had an issue of under infusing levofed/ norepinephrine (too slowly) during delivery in the primary/general care. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As a precaution pressure plate assembly will be adjusted . The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the event history log review was performed. The customer stated that the infusion of norepinephrine in question occurred on (B)(6) 2025, however, the only norepinephrine infusion in the ehl occurred on (B)(6) 2025. The infusion was programmed at a rate of 3.3 ml/hr and a volume to be infused of 250 ml and was started on (B)(6) 2025 at 03:33 gmt. The user updated the rate four times throughout the infusion. The pump also alarmed "upstream occlusion!" Twice throughout the infusion. The infusion was restarted by the user each time after the alarm, and the user confirmed flow in the drip chamber each time. The infusion did not run to completion. The user stopped the infusion and turned the pump off. Should additional relevant information become available, a supplemental report will be submitted.